Event description:
It was reported prior to a laparoscopy procedure, the device fell apart when removed from packaging. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Weld. Evaluation summary - the analysis results found that the d11lt was received with the universal reducer cap misassembled; therefore, the seal cap and the seal base are separated and the inner seal assembly out of position. The energy directors have evidence of not being properly welded during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. As the obturator was not received for analysis we were unable to check manufacturing records for any related non-conformances.